Manufacturer narrative:
(B)(4). Three of 3 emdrs.the sample has been reported to be available for evaluation and has been requested.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This is report 3 of 3 associated with this product. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual sample and 14 companion samples were received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The complaint defect was confirmed in the actual sample. The defect was not confirmed in the companion samples. A root cause of crack was not determined. Functional testing did not confirm leak. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up with the home patient (hp)'s nurse to find out the transfer set brand name (per request from baxter's quality engineers), the nurse stated that they only use baxter's transfer sets. The nurse then voluntarily added that she has about 30 other peritoneal dialysis (pd) patients, and no one ever reported such a problem. The nurse feels it is less likely that the alleged cracks were a product defect. The nurse stated that the hp only reported this issue to her after having sent the samples back to baxter. The nurse wanted to know the results of investigation. The nurse confirmed that hp did not have any injury nor needed any medical intervention. Per nurse, hp is doing fine and continuing therapy. On (B)(4) 2011, the quality manager and the associate evaluating the damaged minicap complaints contacted the hp to obtain additional information. The hp stated that he had observed the cracks immediately after attaching. The hp stated that he did not attach the caps too tightly. The caps reportedly just seemed to break. The hp also stated that he also runs his finger around the body of the minicap to see if he could "feel" a crack before putting them on. According to the hp, the minicaps did not appear to be cracked in the pouch, and he had not seen anything irregular inside the pouch.

Event description:
A home patient (hp) contacted baxter to report finding 2 mini-caps with 1/3in. Cracks in them. The hp stated that he had noticed the cracks when twisting the caps on to the catheter. No patient injury or medical intervention was reported. Sample return process was explained. During a follow up with the hp to obtain clarification on the number of samples sent for evaluation, it was revealed that he sent 3 used samples and the 14 packaged (companion) samples from the same lot. The 3 used samples reportedly had holes, and "iodine was gushing out" seconds after he had placed the minicaps on the transfer set. Per hp, the minicaps were attempted to be used on the same transfer set. Hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.